Manufacturer narrative:
(B)(4). Attempts have been made and additional information on the reported event is unavailable at this time. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03131, 0001822565-2018-03132, not part specific.

Event description:
It was reported from the surgeon that these instruments have inaccurate measurements in general. These surgeon's considerations are not related to the specific instrument as there were no impacts or problems during a procedure, and there was no patient involvement.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event is unable to be confirmed due to limited information provided. Device history record (DHR) was unable to be reviewed as lot number was not provided. The root cause of the reported issue cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event available at the time of this report.